Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this lead exhibited high out range pacing impedances during its attempted implant. Several repositioning attempts were made; however all failed to product acceptable measurements and the lead was removed. The product is expected to be returned for laboratory analysis. No resulting adverse patient effects were reported.

Event description:
It was reported that this lead exhibited high out range pacing impedances during its attempted implant. Several repositioning attempts were made; however all failed to product acceptable measurements and the lead was removed. The product was returned for laboratory analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.